Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (water damage) has been confirmed. Upon investigation the monitor would not power on and water damage was confirmed on the lcd and auxiliary pca boards. The root cause was liquid ingress. No adverse event resulted from the water damage. The patient received a replacement monitor.

Event description:
A (B)(6) patient called zoll customer support to report that her monitor had water damage. The patient was issued a replacement monitor.